Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The lesion was located in totally occluded vessel within the coronary artery. A 8mm x2.50mm quantum apex balloon catheter was advanced for dilatation; however, during the second inflation at 16 atmospheres, the balloon ruptured. Device was completely removed from the patient. The procedure was completed with a 2.5x6mm non-bsc balloon. No patient complications were reported and patient's status was good.